Event description:
I was using a 60 ml b&d sterile syringe to reconstitute vials of methacholine with a 250ml baxter normal saline bag. As I was reconstituting the vial I noticed foreign debris floating inside the barrel of the 60ml b&d sterile syringe. It was light brown in color and looked similar to a small piece of cardboard. All items were wiped down with sterile alcohol before compounding and placed into a laminar flow hood located in a pharmacy clean room. After the debris was found, the methacholine vials were inspected for possible coring of the gray rubber stoppers but there was no evidence of coring. The reconstituted vials and syringe were discarded and compound was started over with new supplies.